Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The device also was received with cracked case at the display window corners and battery tube threads. The unit had minor scratched display window.

Event description:
Customer reported that the buttons on the insulin pump were unresponsive. Customer stated that the numbers sometimes scroll up a few items without input. Customer's blood glucose reading at the time of the call was 213 mg/dl. Nothing further was reported.